Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during an endometrial ablation procedure. During the ablation phase of the procedure the temperature of the control unit went up to 94 degrees and the held at that temperature. According to the account the unit then aborted without any alarm. The procedure was completed with another of the same device. Reportedly the patient is in stable condition.

Manufacturer narrative:
A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.